Event description:
It was reported that a patient underwent a laparoscopic-assisted vaginal hysterectomy on (B)(6) 2011. During the procedure, the blade of the device stopped spinning after three minutes of use. A second device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated and the blade failed to rotate and advance as intended during the evaluation.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00609. The same patient is represented in each medwatch.